Manufacturer narrative:
Information contained in this report was previously submitted through on psr 16/oct/2012 and psr on 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "pain and inflammation/irritation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported "connective tissue disease or disorder, specifically, rheumatoid arthritis" and "unusual pain, tingling, swelling, numbness, or burning of the breast" side not specific. Healthcare professional reported pain and rupture found during explant surgery. This record is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: arthritis-rheumatoid: unable to confirm as it is a medical event not related to the device pain: unable to confirm as it is a medical event not related to the device inflammation/irritation: unable to confirm as it is a medical event not related to the device additional observations: crease flat: observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Patient reported "connective tissue disease or disorder, specifically, rheumatoid arthritis" and "unusual pain, tingling, swelling, numbness, or burning of the breast" side not specific. Healthcare professional reported pain and rupture found during explant surgery. This record is for the right side. The device has been explanted.

Event description:
Patient reported connective tissue disease or disorder, specifically, rheumatoid arthritis, side not specific. Patient reported "unusual pain, tingling, swelling, numbness, or burning of the breast" side not specific. In addition, the patient reported experiencing moderate right side breast pain. Healthcare professional later reported "pain" and "rupture found during explant surgery." This record is for the right side. Device explanted. Healthcare professional later clarified no rupture for right side device found.